Event description:
It was reported that a home patient (hp) experienced a leak when the transfer set became disconnected from the titanium adapter during peritoneal dialysis (pd) therapy. A baxter technical service representative (tsr) assisted the caregiver (gg) with a low drain volume (ldv) alarm which occurred on the homechoice (hc) during drain 1 of 4. The cg believed the hp was empty. During fill the hp became separated from the line and had reconnected, but some fluid was lost (details not provided). The cg indicated the hp reconnected with the same supplies. The tsr assisted the cg with ending therapy. The tsr advised the cg to contact the patient's pd nurse regarding disconnecting and reconnecting. The patient went to his clinic to have the transfer set changed, and he received preventative antibiotics. Cg stated that neither she nor the nurse had noticed anything unusual about either the transfer set or adapter that might have caused the disconnect to occur. The nurse did advise the patient to be careful when he cleans the transfer set, as he does so daily. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. The cause is undetermined. Should additional information become available, a follow-up will be submitted.